Event description:
Two months after cataract "+las". Started seeing bright light flashes. Dr injected gas bubble. Went from 1 test in retina to 9. Dr did cryosurgery; did not help. Then she did scleral buckle with silicone oil. Oil removed. Now have double vision and poor depth perception as well as pupil that remains dilated due to scar tissue from laser. I have been in treatment for over a year. (B)(6). FDA safety report ID # (B)(4).